Event description:
It was reported that a pt had been intubated since birth. The pt was extubated in 2009 and placed on nasal CPAP with mask. Two weeks later, a mild upper frenulum breakdown was noted, and three days later, the therapy was changed to a bubble CPAP system. The pt circuit used consisted of a drager baby flow disposable CPAP circuit, nasal prong and neo mask. The prong and mask were used alternately to relieve pressure points. The following month, the pt was found to have an open wound with most of septum having eroded. The frequency of wound therapy was changed to daily and two weeks later, the pt was re-intubated due to increased spells of difficulty breathing and possible nasal obstruction vs sepsis. After continued wound therapy, the pt was extubated about elelven days later. The baby was discharged two months later. It was reported that the pt will likely need reconstructive surgery when older.